Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.the clip remains in the patient anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet and the leaflet was damaged. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip (90702u223) was implanted with no issue. A second clip delivery system (cds) (90503u133) was advanced, grasping was attempted however the mr was unable to be reduced therefore the clip was not implanted and the cds removed. Another cds (90528u134) was advanced and the same issue occurred therefore the cds was removed. During echo evaluation, it was noted the first clip had detached from the anterior mitral leaflet (aml) and remained attached to the posterior leaflet (single leaflet device attachment / slda). In the physicians opinion, the slda was due to the pre-existing fragile leaflets. Damage was noted to the aml and the patient¿s heart rate increased and blood pressure dropped therefore the surgical team was consulted. The patient will be sent to surgery at a later date. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints. All available information was investigated, and the reported difficulties appear to be due to case related circumstances. The leaflet damage resulting in single leaflet device attachment (slda), recurrent mitral regurgitation (mr) and subsequent patient effects were likely due to pre-existing patient anatomy as it was reported that the leaflets were fragile. The reported patient effects of worsening mitral regurgitation (mr), tissue damage, hypotension and atrial fibrillation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.